Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and patient's concern with the product.

Event description:
Patient reported right side exchange due to concern with the product. Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, h6. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Device has been explanted.